Event description:
It was reported that after they were getting errors during a scan, causing the patient to be re-exposed. It was determined that recalibration of the filter drum and aperture were needed as well as adjusting the gain. Once this was done, the system is working as intended.